Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving adequate therapy from their system despite multiple reprogrammings. In turn, surgical intervention was undertaken wherein the system was explanted and replaced with an scs system. Postoperatively, the patient has effective therapy.